Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2012 during which the surgeon noted multiple loops and adhesions of the small bowel. It was reported that the patient experienced an unknown adverse event. No additional information was provided.